Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customer and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer reports experiencing some dizziness and self treating with food. There is no report of third party medical intervention. There was no report of death or serious injury.